Event description:
Customer complaint alleges "aquapak unit unable to "push down" white cap to connect to wall unit."

Manufacturer narrative:
Qn#(B)(4). An empty 340 ml water bottle, lot# 18b280, was received for evaluation. The water bottle arrived with the humidifier adaptor attached and the trigger removed. The snap cap on the 040 humidifier adaptor was pushed down too far on the adaptor body. A review of the manufacturing event log showed no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. Based on the investigation performed, the reported complaint was confirmed for aquapak/adaptor assembly not connecting to the wall unit. The humidifier adaptor snap cap is pushed down too far on the adaptor body which prevents the adaptor from connecting to the o2 port. A non-conformance was opened to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "aquapak unit unable to "push down" white cap to connect to wall unit."